Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data and verified that there were no instrument errors during the time of the event. The cse checked the instrument wash speed and vacuum. The cause of the discordant ipth, ins and tsh results is unknown. The cse successfully ran qc. The system is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant intact parathyroid hormone (ipth), insulin (ins) and thyroid stimulating hormone (tsh) results were obtained on three patient samples on an immulite 2000 xpi instrument. The initial discordant results were not reported to the physician(s). The ipth sample was repeated two times on the same instrument, resulting lower. This patient was redrawn and tested twice on an alternate system, resulting lower. The ins sample was repeated twice on the same instrument, resulting lower on one available test. The tsh sample was repeated three times on the same instrument, resulting lower. The repeat results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant ipth, ins and tsh results.